Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between for longer than 48 hours. The patient reports having pain, inflammation, redness and a 4 inch lump at the pod infusion site (abdomen). The patient removed the pod prior to going to their primary care physician. Once at their doctors office the patient was diagnosed with a subcutaneous infection. The patient was prescribed clindamycin (300 mg) to be taken 2 times daily for 10 days. The patient was at the doctors office for 30 minutes. Due to the event the patient reports they will stay on injections until they follow up with their endocrinologist in 10 days.